Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience of a broken trocar could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause at this time. This report is to follow up medwatch report # (B)(4).

Event description:
Procedure performed: laparoscopy diagnostic - operative, biopsy omentum/mesentary. Event description: medwatch report # (B)(4). Medwatch received on 22feb2021 via mail. When introducing the trocar into the abdominal tissue, trocar broke in half (partially) inside the patient. The remaining piece of the trocar was removed intact. Site was assessed by the surgeon. Product is available for return. Additional information was received via email on 25feb2021 from [name] hospital: the cannula broke during entry, it snapped in half. The break was considered a clean break. This port was not used with a robot. This was a non-robotic case strictly laparoscopic. No other instruments were being used at the time of this event; the trocar was simply being introduced into the patient's abdominal wall. Patient status was stable. There was no patient injury, the broken trocar cannula piece was removed intact from patient. Additional information was received via email on 26feb2021 from [name] hospital: another applied medical trocar was used to complete the case. The trocar used was a longer applied trocar; z-thread was 150 instead of 100. Additional information was received via email on 03mar2021 from [name] hospital: product not returning, hospital unable to locate device. Intervention: another applied medical trocar was used. Patient status: no patient injury reported, patient is stable.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation. This report is to follow-up mw# (B)(4).

Event description:
Procedure performed: laparoscopy diagnostic - operative, biopsy omentum/mesentery. Event description: medwatch report # 2600320000-2021-8024. Medwatch received on 22feb2021 via mail. When introducing the trocar into the abdominal tissue, trocar broke in half (partially) inside the patient. The remaining piece of the trocar was removed intact. Site was assessed by the surgeon. Product is available for return. Additional information was received via email on 25feb2021 from [name] hospital: the cannula broke during entry, it snapped in half. The break was considered a clean break. This port was not used with a robot. This was a non-robotic case strictly laparoscopic. No other instruments were being used at the time of this event; the trocar was simply being introduced into the patient's abdominal wall. Patient status was stable. There was no patient injury, the broken trocar cannula piece was removed intact from patient. Additional information was received via email on 26feb2021 from [name] hospital: another applied medical trocar was used to complete the case. The trocar used was a longer applied trocar; z-thread was 150 instead of 100. Intervention: another applied medical trocar was used. Patient status: no patient injury reported, patient is stable.